Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 256mg/dl. During troubleshooting, the customer indicated that there were 50 air bubbles and the insulin pump was not rewound with the reservoir in place. The customer was instructed to keep insulin at room temperature, disconnect at the quick release, change the infusion set and prime until the air bubbles are no longer visible. The customer was advised to monitor the set. No further details given.